Event description:
It was reported that this pacemaker had exhibited far field oversensing on two stored pacemaker mediated tachycardia (pmt) episodes. Discussed adjusting right atrial (ra) lead sensitivity to reduce oversensing. This pacemaker remains in service. No adverse patient effects were reported.